Manufacturer narrative:
Additional information the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead repositioning procedure, due to experiencing chest pain and phrenic nerve stimulation. The lead dislodged after it was repositioned. The lead was explanted and replaced. The patient was stable.